Event description:
It was reported that during the basic generator change-out procedure, the right ventricular (rv) lead exhibited high shock impedance measurements. The physician opted to remove the rv lead and place a new lead. No additional adverse patient effects were reported.